Event description:
It was reported via phone call, that the customer was previously hospitalized. The customer also mentioned having blood glucose levels between 600mg/dl and 700mg/dl. It was also reported that the customer had received excessive no delivery alarms. No troubleshooting occured. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.